Manufacturer narrative:
The pump was received with normal operating currents and passed the self test. The pump failed the displacement test followed by a motor error alarm during the rewind and a motor position encoder error alarm was confirmed in the history file due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, excessive no delivery, prime, or unexpected restart error test due to the motor error alarms. No unexpected error alarms, settings, or programmed basal rate profiles cleared from memory during testing noted. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 207 mg/dl. The customer stated that she accidentally had her pump on and had an MRI. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.